Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage was noted. Vascular access was obtained via the femoral artery. The 11mm long target lesion was located in the right coronary artery with a vessel diameter of 2.75mm. The 2.75 x 16mm promus element stent delivery system (sds) was selected for use, but while the sds was being loaded onto an unknown manufacturer's guide wire, it was noted that struts were jutting from the distal portion of the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.